Event description:
It was reported that pump experienced blank screen that affected customer ability to read display and interact with device. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer was to contact their healthcare provider for a backup therapy.